Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle on the device broke in half while doing the colpotomy. The users irrigated and found 3mm of the needle. An x-ray was performed to locate the other half of the needle. The x-ray results found a small metallic object midline. The patient's last known status is reported as good.